Manufacturer narrative:
A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, it is confirmed that the foreign material residue point was not deformed. Olympus will continue to monitor field performance for this device. The user can detect the foreign material by handling the device according to the following IFU. Operation manual_ preparation and inspection_ inspection of the endoscope the event can be detected and prevented in accordance with the following IFU. IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Warnings and cautions: caution. Turn the video system center on only when the endoscope connector is connected to the video system center. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Based on the results of the investigation, the foreign material could not be identified, there were no deformations where the foreign material was found, and reprocessing was done according to the IFU. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. A definitive root cause of the foreign material in the scope could not be determined.

Event description:
It was reported, the gastrointestinal videoscope had a clogged nozzle. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.